Manufacturer narrative:
Insulin pump received with operating currents within spec. Insulin pump passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The drive support disk was inspected and no anomaly was noted. Insulin pump received with cracked case at display window corners and battery tube threads.

Event description:
Nurse reported via phone call that the customer had high blood glucose. Customer's blood glucose was 414 mg/dl. Customer's blood glucose at time of call was 403 mg/dl. During troubleshooting, found drive support cap was flush. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.